Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2023, the patient underwent orif with the tna nail and the guide rod for the tibial diaphyseal segment fracture. The guide rod was inserted, and then the nail was inserted as per reaming and procedure. During nail insertion, there was resistance in the comminuted fracture, so hammering was performed. When the guide rod passed through the fracture and was inserted into the distal fragment approximately 3 cm, the surgeon tried to remove the guide rod. However, the rod was stuck in the nail tip and could not be removed. After several attempts to pull the nail back and change the direction of the guide rod, the guide rod could still not be removed. Once the guide rod was removed with the entire nail. It was confirmed that the guide rod was caught on the distal polymer inlay, and that the polymer inlay was shifted about 1 cm proximally. The surgeon determined that the nail could not be used for this procedure and used a nail with another size. The surgery was completed successfully within 30 minutes delay. This report is for an unk - insertion instrument: trauma. This is report 2 of 2 for (B)(4).